Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-1588tn-20 tightrope® ii abs, implant was reported to have failed during use. This occurred on (B)(6) 2024 in(B)(6) hospital during a quad acl reconstruction. It was reported the tightrope was loaded onto a 14mm button and the surgeon attempted to tension the tightrope down to the button. One side shortened, the second side would not shorten. Traction of the suture above the button to no avail. The surgeon ended up tying the tightrope over the button and putting in a swivelock to back the acl up. The case was completed successfully using an additional point of fixation was used with a swivelock in the tibia. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.